Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the packaging of the bd syringe luer-lok¿ tip was brittle and damaged. Found before use. No reports of serious injury or medial intervention noted.

Manufacturer narrative:
Additional information: lot # provided: 8002653. Medical device expiration date: 12/31/2022. Device manufacture date: 01/02/2018. Investigation results: one photo received at bd (B)(4) depicting four 10ml blisterpacks, confirmed to be from batch number 8002653 (p/n 302995). Photo was visually evaluated. A slit was observed on the top web of all four syringes. Based on the photo evaluation, package seal integrity poor was confirmed. DHR review for batch 8002653 (p/n 302995): manufacturing dates: 01/13/2018 to 01/14/2018. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 8002653 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Bd was able to confirm the customer¿s indicated failure. Root cause not required based on severity and occurrence level defined for this complaint. Based on the severity and occurrence a CAPA is not necessary. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.